Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg implantable cardioverter defibrillator, (B)(6) 2013; 3830 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular lead placement was unstable. The lead was explanted and replaced with an epicardial lead.no patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead placement was unstable. The lead was explanted and replaced with an epicardial lead.no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.